Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2007. It was reported that the pt lost stimulation, and her programmer displayed an ipg communication error. The pt alleged that she had never changed her ipg and that she didn't have a charger. It was reported that the programmer was unable to communicate with the ipg. No further info is available at this time.